Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported." Number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01608 and 1825034-2013-05656 / -05657).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007 receiving m2a magnum hip system. Additional information received from patient¿s legal counsel indicates that a right hip revision was performed on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, dysfunction, lack of mobility and range of motion, damage to surrounding bone and tissue, and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.